Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis alerting them to an issue with the result. The initial result was 217.3 umol/l. The repeat result was 38.5 umol/l.

Manufacturer narrative:
The reagent lot number was requested but not provided. The reagent pack expiration date is 29-may-2024. The field service engineer (fse) inspected the module and found that a cell rinse tube (no. 4) was broken; he then repaired this part. The investigation determined the event was due to insufficient service maintenance (maintenance of the cell rinse tube). The investigation determined the service actions resolved the issue.